Event description:
The consumer was driving down a ramp when his chair allegedly locked up and tilted him forward, causing the consumer to fall out and suffer bruises on his head and knee.

Manufacturer narrative:
Consumer alleges they were driving down a ramp when their chair allegedly tilted forward and they fell out. No serious injury is reported. Dealer stated consumer was not wearing their seat positioning strap as recommended by supplier. The dealer attempted to service the chair for the consumer and replaced the cylinders and the consumer alleges another incident occurred. Engineering advised the components may not have been serviced and/or adjusted properly upon installation by the dealer. As a courtesy the chair is going to be replaced. The chair has not been returned for eval at this time. Add'l info will be provided when chair is returned and inspected.

Event description:
The consumer was driving down a ramp when his chair allegedly locked up and tilted him forward, causing the consumer to fall out and suffer bruises on his head and knee.

Manufacturer narrative:
Consumer alleges they were driving down a ramp when their chair allegedly tilted forward and they fell out. No serious injury is reported. Dealer stated consumer was not wearing their seat positioning strap as recommended by supplier. The dealer attempted to service the chair for the consumer and replaced the cylinders and the consumer alleges another incident occurred. Engineering advised the components may not have been serviced and/or adjusted properly upon installation by the dealer. As a courtesy the chair is going to be replaced. The chair has not been returned for evaluation at this time. Additional information will be provided when chair is returned and inspected. (B)(4) - results of inspection: the chair was received with evidence of scratches and impact on the caster forks, caster head tubes, and footrests. The chair had evidence of scratches on the drive wheels rim and hub, the left side of the joystick case an the swing away mount. The chair's footrests were turned slightly inward towards the center of the chair. The chair was received without batteries. Functional: the chair was connected to a known good set of batteries to perform functional testing. No discrepancies were observed. The chair's left rear caster had a flat spot causing a thumping sensation during functional testing. The chair's flip back armrests were flipped back and to the down and locked position 10 times. No discrepancies were observed. The chair's joystick swing away mount was swung away from the chair and back to the locked position 10 times. No discrepancies were observed.